Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract surgeries with intraocular lens (iol) implants, there were two patients who developed toxic anterior segment syndrome (tass) within the last couple of weeks. The two cases were the same iol model and all from the same facility two weeks apart. Additional information was provided by the surgeon, indicating that he was not claiming that the cases of tass were related to the iols but he felt it was important to make the company aware of the incidents. There are two medical device reports associated with these events reported. This report is for case one of two cases.